Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d)'s screw deployed. An x-ray imaging revealed that the screw appeared to have retracted. The patient will continue to be monitored, and action will take place if the lead is displaced. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d)'s screw deployed. An x-ray imaging revealed that the screw appeared to have retracted. The patient will continue to be monitored, and action will take place if the lead is displaced. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned. Thus, a device analysis could not be performed. However, the post market quality assurance laboratory determined that the most probable cause for this event was unintended use error caused or contributed to event.